Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 84% stenosed, 46mmx2.8mm, eccentric, de novo target lesion was located in the moderately calcified left circumflex artery. The lesion contained a lesion bend between 45 to 90 degrees. Following pre-dilation with a 3.0x20mm nc emerge balloon catheter, residual stenosis was noted to be 81%. A 3.00 x 48mm synergy drug-eluting stent was advanced, but failed to cross the lesion. The device was removed and found the distal stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.